Event description:
Titanium knot tk5 misfired and tore the bowel. Another device was opened and the bowel was repaired with a stitch. It got stuck and would not disengage from device resulting in not cutting the suture.